Manufacturer narrative:
Device used for treatment, not diagnosis patient information not available for reporting. Literature citation: hoshino, c.m. And et all. "Fixation of displaced femoral neck fractures in young adults: fixed-angle or pauwel screws" injury, int. J care injured 47 (2016) 1676-1684. This report is for unknown fixed angle device (dynamic hip screw -dhs and synamic helical hip system dhhs), unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. Implant/explant date unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Unknown part number, 510k unavailable/unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, hoshino, c.m. And et all. "Fixation of displaced femoral neck fractures in young adults: fixed-angle or pauwel screws" injury, int. J care injured 47 (2016) 1676-1684. United states article. A retrospective study of consecutive femoral neck fractures in skeletally mature you adults (ages 16-60) was conducted from january 1, 2001 to june 1, 2012. Two hundred and five (205) patients underwent open internal fixation of femoral neck fractures. Fractures were treated by two methods; a fixed-angle device (dynamic hip screw -dhs and synamic helical hip system dhhs) or by pauwell screw formation (4.5mm or 7.3 mm lag and 7.3 mm cannulated screws). The screw only technique was completed using an unknown manufacturer. Only the fixed angle systems were noted as synthes products. The method used was decided upon by the type of fracture and surgeon preference. All postoperative protocol was the same regardless of which system was used. Several patients were excluded for this study based on other systems used and <6 months of follow up. The remaining 62 patients were grouped into 47 patients (48 hips) treated with dhs or dhhs and 15 patients (15 hips) treated with only screws in pauwel formation. The average patient age was 39 +/- 12 years and was predominantly male (66%) for both systems used. Overall, 30% of the patients sustained complications (19 of 62) for both the fixed angle and pauwel screw systems. The study showed the following complications in total between both systems used: five cases of osteonecrosis (8%). Five cases of revision surgery linked to osteonecrosis; 3 revised to total hip, 1 revised with core compression, and 1 revised with vascularised fibular graft. Fourteen cases of non-union of the femoral neck (14%). One case of deep infection. Revision surgery for non-union included; 8 revised with valgus intertrochanteric osteotomy, 4 revised to total hip, 1 underwent further fixation, 1 underwent resection arthroplasty due to deep infection. The study further broke down the complications into which constructs were used. One case of osteonecrosis was linked to the fixed systems and 5 cases linked to the screw only group. Nine cases of non-union was linked to the fixed systems and 4 cases of non-union linked to the screws only construct. This is report 1 of 1 for (B)(4). This report is for unknown fixed angle device (dynamic hip screw -dhs and synamic helical hip system dhhs).